Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch assembly namely top assembly batch # 7012318 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical trial. Same case as MFR# 6000089-2006-02615. It was reported that post index procedure the patient had a target vessel revascularization (tvr). The index procedure treated a bifurcated lesion in the right posterior descending artery (r-pda) and 1st right posterior lateral artery (rpl). The vessel was 2.5 mm wide, 24 mm long and 80% stenosed. The physician predilated the lesion prior to placing overlapping stents - a 2.5 x 24mm taxus express2 as well as a 2.5 x 8 mm taxus express. Residual stenosis was 0%. The patient received a gpiib/iiia inhibitor and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 426, the patient had a tvr to the distal right coronary artery (rca). Another manufacturer's stent was placed and the patient was discharged one day later. In the opinion of the physician, there was no relationship between the taxus stent and the tvr.